Event description:
It was reported that during reprocessing, the image on the bronchovideoscope did not display. There was no patient involvement associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.